Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based upon the information from olympus europa k.g (oekg) the reported phenomenon was attributed to the failure of main circuit board. The exact cause of the failure of board could not be conclusively determined. However, there was the possibility that the failure of board was attributed to the aged deterioration, because six years have passed since the manufacturing of the device.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device could not be turned the power on. Then, olympus inspected the device at the service department of olympus (B)(4) and found the mainboard was defective and the device did work intermittently at start-up time. It was also found that there were signs of impact on the lcd panel and the power button was an non-olympus part. There was no report of patient injury associated with this event.